Event description:
Pt was hooked up to a cardiac science AED in the event it was needed while waiting for paramedics. The machine sensed a need to shock the pt and the pt was burned by the pads. Reason for use: pt was connected to AED in the event a shock was needed.